Event description:
Emergency room staff were attending to a pt in third degree heart block. An attempt was made a externally pacing however, allegedly, electrical capture could not be obtained. The initial current setting was 50 ma and then increased to 120ma without success. The pt could not tolerate the pain so the current was not increased again. Drug therapy was used with success. There were no adverse effects to the pt reported as a result of the alleged malfunction.